Manufacturer narrative:
During a review of our files, it was determined that this event had not been reported. Based on report of device disintegrating, it was determined that this event should be reported as a precaution.

Event description:
Facility reported that the implant was loaded onto the insertion tool and as the surgeon attempted to insert, the implant disintegrated. There were no injuries in this incident.